Manufacturer narrative:
Eval result: lock spring.

Event description:
It was reported by service report that the recliner back was reclining too fast. No pt involvement or adverse consequences are reported.